Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system several times in the last month. The drive support cap was sticking out. The customer's parent tried to push the drive support cap back into the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to complete functional testing due to prime anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked lcd window and missing the end cap sticker.